Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation the most probable cause for the malfunction could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The colonovideoscope was returned to the service center with a report of leak. This does not constitute an MDR-reportable event. However, an MDR-reportable failure was identified during testing at the service center. During inspection of the device, white foreign material was observed inside the air/water channel. The root cause was not established. There was no report of patient involvement.